Manufacturer narrative:
Com-(B)(4).

Event description:
The transmitter was returned for evaluation. An exterior physical visual inspection was performed and passed. Voltage was measured and passed. Pairing with nordic bluetooth device passed. Test on transmitter functional tester passed. No data was available for review in the share log. Confirmation of the complaint was undetermined via product. The probable cause could not be determined via product.

Manufacturer narrative:
Com(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2017. No additional event or patient information is available. No product or data was provided for evaluation. The complaint confirmation and root cause could not be determined.